Manufacturer narrative:
A review of lot c115 was conducted and there were no nonconformances related to this event associated with this lot. This lot met release requirements. Trends were reviewed for this event type and no trends were detected. (B)(4) were already initiated to further investigate pressure dome issues. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore it could not be determined if the product met specification based solely on the information provided by the customer. (B)(4).

Event description:
Therakos rep called on behalf of customer to report system pressure dome leaking during treatment procedure. Rep reported there was a blood leaking from the system pressure dome at 243 ml whole blood processed. Customer aborted the procedure and did not return any blood or products to patient. Customer reported patient was stable. Rep stated kit will not be returned as it has already been discarded. Customer stated that service would not be required, they were able to clean up the leak and use the instrument for another treatment procedure.